Manufacturer narrative:
B5: additional intervention added. H6: additional impact coding added.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram (tee) revealed a prominent posterior shoulder with flow in the posterior gutter, but no flow past the closure device and no thrombus. The patient was kept on aspirin and plavix. A follow-up computed tomography (CT) was performed one month later noting a protruding posterior shoulder with contrast leak in the laa and no thrombus. The patient was kept on aspirin and plavix. A follow-up CT angiography (cta) one month later concluded the closure device was canted with a protruding posterior shoulder. Contrast leak was noted in the laa and also inside the watchman device. No thrombus was attached to the closure device nor in the laa. The physician is planning to attempt placement of coils behind the closure device to fill the gap. It was further reported that approximately two (2) months later, three (3) coils were placed within the per-device leak without complication. The patient will remain on dual antiplatelet therapy for three (3) months and follow-up imaging will be repeated to see if there is any remaining leak.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram (tee) revealed a prominent posterior shoulder with flow in the posterior gutter, but no flow past the closure device and no thrombus. The patient was kept on aspirin and plavix. A follow-up computed tomography (CT) was performed one month later noting a protruding posterior shoulder with contrast leak in the laa and no thrombus. The patient was kept on aspirin and plavix. A follow-up CT angiography (cta) one month later concluded the closure device was canted with a protruding posterior shoulder. Contrast leak was noted in the laa and also inside the watchman device. No thrombus was attached to the closure device nor in the laa. The physician is planning to attempt placement of coils behind the closure device to fill the gap.

Manufacturer narrative:
H6: added impact code to capture the device shift.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram (tee) revealed a prominent posterior shoulder with flow in the posterior gutter, but no flow past the closure device and no thrombus. The patient was kept on aspirin and plavix. A follow-up computed tomography (CT) was performed one month later noting a protruding posterior shoulder with contrast leak in the laa and no thrombus. The patient was kept on aspiring and plavix. A follow-up CT angiography (cta) one month later concluded the closure device was canted with a protruding posterior shoulder. Contrast leak was noted in the laa and also inside the watchman device. No thrombus was attached to the closure device nor in the laa. The physician is planning to attempt placement of coils behind the closure device to fill the gap.